Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from scope cover (s-cover) packing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to foreign material, service found that there was a leakage from the scope cover due to worn packing, the mouthpiece was corroded, the insulation resistance value at distal end was out of specification due to damaged bending section cover, the bending angle in down direction was out of specification due to worn angulation wire, the distal end was corroded, the adhesive around the objective lens was discolored, and there was corrosion around the forceps elevator. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to an olympus service center for annual inspection with no alleged complaint. Upon inspection and testing of the returned device, it was observed that the nozzle and the distal end had foreign material. This report is being submitted for the malfunction found during device evaluation (foreign material in nozzle and distal end). There was no report of patient or user injury due to the event.